Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02815 & 02816).

Event description:
It was reported that patient underwent a shoulder arthroplasty on (B)(6) 2015. During the closing, the surgeon noticed instability and decided to switch to reverse components. Given the convertible nature the of baseplate, it was able to remain in place. The liner and head were simply removed, and replaced with reverse components. While trialing for the reverse components, the taper adapter trial from the total shoulder instrument set became wedged into the implanted baseplate. The trial taper adapter was removed with a curved osteotome and mallet. This did not result in a delay greater than 30 minutes or additional preparation.